Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was documented on the paper that the taylor spatial frame (tsf)(smith & nephew) was applied to 8 patients, a broken wire or half-pin was reported. It is unknown how many patients were involved into this complication. It is unknown how this issue was resolved.